Event description:
A report was received that the patient was charging frequently. A database analysis indicated that device appeared to exhibit premature battery depletion. The physician was informed and will replace ipg.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is reportedly doing well. The returned ipg passed visual, electrical, performance and photographic imaging tests performed. Premature battery depletion was confirmed. The depletion rate with the stimulation turned off was higher than expected. It was determined this higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was charging frequently. A database analysis indicated that device appeared to exhibit premature battery depletion. The physician was informed and will replace ipg.